Event description:
Material#: 305125, batch#: unknown. It was reported by the customer that the needles were mislabeled with incorrect part number and length. Rcc received a complaint via email. We received five boxes of bd precisionglide 25g 1" needles, part number: 305125, but the box says 25g 5/8", part number: 305122. However, we measured the needles and they are indeed 1" needles. Obviously, we can't sell them to patients because they're mislabeled. The problem is, we have no memory of where they were ordered from. Can you help us with this?

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the needles were mislabeled with the incorrect part number and length. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.